Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a lead migration occurred, where one lead migrated down and was out of the epidural space. The patient had the stimulator turned off, resulting in a loss of therapy. A high impedance issue was identified with electrodes 0, 1, 2 at 40,000 and electrode 9 at 28,950. An x-ray was conducted to identify the lead migration. No troubleshooting was performed. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 19-sep-2022, UDI#: (B)(4) ; product ID: 9 77a275, serial/lot #: (B)(6), ubd: 22-mar-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.